Manufacturer narrative:
Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the upper part of the battery compartment and reservoir compartment was cracked. The device will be returned for analysis.